Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported that 10 ml bd posiflush¿ normal saline syringe tip of syringe broke off per investigation and photo added. This was discovered during use. The following information was provided by the initial reporter: material no: 306547; batch no: 9127846. It was reported that cad in san diego received samples for me2017 and attached are used bd syringes. Bag 4 - unspecified failure: customer sent one used me2017; attached to one used 10ml bd syringe, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 6 - pt. Event; unspecified failure: customer sent one used me2017; customer sent one used 10ml bd syringe. Bag 10 - unspecified failure: customer sent one used me2017; attached to one used 10ml bd syringe, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 14 - unspecified failure: customer sent one used me2017; attached to one used non-bd needle-free connector. Customer sent one used 10ml bd syringe, 0.9% sodium chloride injection bag 20 - unspecified failure: customer sent one used me2017; customer sent one used 10ml bd syringe. Bag 43 - unspecified failure: customer sent one used me2017; customer sent one used 10ml bd syringe, 0.9% sodium chloride injection. Bag 48 - unspecified failure: customer sent one used me2017; -attached to one used 10ml bd syringe. D.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-06-19. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.6. Investigation summary: report rev.a update 6/22/2020. One sample was received. It came in a plastic bag together with an IV set. They have been used and are contaminated. The syringe has the luer tip broken off. The IV set connection has the syringe luer tip. This occurs when excess of torque is applied while connecting the syringe to the IV set. Investigation conclusion: this is the 2nd complaint for lot # 9127846 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch # root cause description: a potential root cause can be attributed when an excess of torque is applied while connecting the syringe to the IV set. Rationale: CAPA not required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe tip of syringe broke off per investigation and photo added. This was discovered during use. The following information was provided by the initial reporter: material no: 306547; batch no: 9127846. It was reported that cad in san diego received samples for me2017 and attached are used bd syringes. Bag 4 - unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 6 - pt. Event; unspecified failure: customer sent one used me2017; customer sent one used 10ml bd syringe. Bag 10 - unspecified failure: customer sent one used me2017; attached to one used 10ml bd syringe, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 14 - unspecified failure: customer sent one used me2017; attached to one used non-bd needle-free connector. Customer sent one used 10ml bd syringe, 0.9% sodium chloride injection. Bag 20 - unspecified failure: customer sent one used me2017; customer sent one used 10ml bd syringe. Bag 43 - unspecified failure: customer sent one used me2017; customer sent one used 10ml bd syringe, 0.9% sodium chloride injection. Bag 48 - unspecified failure: customer sent one used me2017; attached to one used 10ml bd syringe.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had an unspecified failure. This was discovered during use. The following information was provided by the initial reporter: material no: 306547 batch no: 9127846. It was reported that cad in san diego received samples for me2017 and attached are used bd syringes. Bag 4 - unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 6 - pt. Event; unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe. Bag 10 - unspecified failure: customer sent one used me2017. Attached to one used 10ml bd syringe, 0.9% sodium chloride injection. Attached to one used non-bd needle-free connector. Bag 14 - unspecified failure: customer sent one used me2017. Attached to one used non-bd needle-free connector. Customer sent one used 10ml bd syringe, 0.9% sodium chloride injection. Bag 20 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe. Bag 43 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, 0.9% sodium chloride injection. Bag 48 - unspecified failure: customer sent one used me2017 attached to one used 10ml bd syringe.

Manufacturer narrative:
H.6. Investigation summary: it was reported the item was broken. This is the 2nd complaint for lot # 9127846 for this type of defect or symptom. Previous complaint 1518647. A device history review was conducted for lot number 9127846. There was no documentation for this type of defect during the entire production run of this batch. One photo was provided. The photo shows an IV device, a plastic bag and one posiflush syringe. The posiflush platform was contacted. After an investigation with the dchu it was confirmed that an onsite investigation was performed. Findings from the site visit determined that there is most likely a correlation to the usage of alcohol products (in the form of tips) and the incidences of cracked, broken or crumbled fixed collars on make luer end of set me2017. If proper dry times are not followed after scrubbing the hub, alcohol binding may result causing the reported failure modes. With the continued use of alcohol products; bd has proposed alternate products that will have improved product performance. The improved chemical resistance, including alcohol resistance, is due to the materials used in manufacturing the male and female luers. Root cause: can¿t be confirmed. Nothing in the bd manufacturing process has been identified that could contribute to this failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ normal saline syringe had an unspecified failure. This was discovered during use. The following information was provided by the initial reporter: material no: 306547 batch no: 9127846. It was reported that cad in (B)(6) received samples for me2017 and attached are used bd syringes. Bag 4 - unspecified failure: customer sent one used me2017. -attached to one used 10ml bd syringe, 0.9% sodium chloride injection. -attached to one used non-bd needle-free connector. Bag 6 - pt. Event; unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe. Bag 10 - unspecified failure: customer sent one used me2017. -attached to one used 10ml bd syringe, 0.9% sodium chloride injection. -attached to one used non-bd needle-free connector. Bag 14 - unspecified failure: customer sent one used me2017. -attached to one used non-bd needle-free connector. Customer sent one used 10ml bd syringe, 0.9% sodium chloride injection. Bag 20 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe. Bag 43 - unspecified failure: customer sent one used me2017. Customer sent one used 10ml bd syringe, 0.9% sodium chloride injection. Bag 48 - unspecified failure: customer sent one used me2017. -attached to one used 10ml bd syringe.